Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('loss of physical ability: pain and fatigue'), fatigue ('loss of physical ability: pain and fatigue'), mental impairment ('loss of intellectual ability') and alopecia ('hair loss') in a female patient who had essure inserted. Other product or product use issues identified: device physical property issue "potential erosion of a weld on the device". On an unknown date, the patient had essure inserted. The duration of use was 8 years. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), fatigue (seriousness criterion hospitalization), mental impairment (seriousness criterion hospitalization) and alopecia (seriousness criterion hospitalization). The patient was treated with surgery (essure and uterus removal). Essure was removed. At the time of the report, the pelvic pain, fatigue, mental impairment and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, fatigue, mental impairment and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('loss of physical ability: pain and fatigue'), fatigue ('loss of physical ability: pain and fatigue'), mental impairment ('loss of intellectual ability') and alopecia ('hair loss') in a female patient who had essure inserted. Other product or product use issues identified: device physical property issue "potential erosion of a weld on the device". On an unknown date, the patient had essure inserted. The duration of use was 8 years. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), fatigue (seriousness criterion hospitalization), mental impairment (seriousness criterion hospitalization) and alopecia (seriousness criterion hospitalization). The patient was treated with surgery (essure and uterus removal). Essure was removed. At the time of the report, the pelvic pain, fatigue, mental impairment and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, fatigue, mental impairment and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.